Manufacturer narrative:
Batch review performed on 16 december 2019: lot 1810220: (B)(4) items manufactured and released on 18-dic-2018. Expiration date: 2023-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 lot. 1810802 (k112115). Batch review performed on 16 december 2019: lot 1810802: (B)(4) items manufactured and released on 13-mar-2019. Expiration date: 2024-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 6 months from the primary due to dislocation. After the primary, the patient had 2 closed reductions due to 2 dislocations on separate occasions. The surgeon decided to operate and revised the cup, liner, and head. The surgery was completed successfully.